Manufacturer narrative:
There was no report of infection, injury or harm to patients. Retain testing was performed on the lot number subject of the reported event; the results obtained by the user could not be replicated. The lot performed as established. The DHR for the subject lot was reviewed and no abnormalities were found.

Event description:
User facility informed that the integron it26-c burst after a complete sterilization cycle.